Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device discarded at the hospital.

Event description:
Primary procedure, left arm. It was reported that during the procedure, the drill bit broke in the patient. The bit was retrieved and a mini c-arm was used to verify no additional pieces remained in the patient. Rep reported surgical delay of less than 30 seconds.

Event description:
Primary procedure, left arm. It was reported that during the procedure, the drill bit broke in the patient. The bit was retrieved and a mini c-arm was used to verify no additional pieces remained in the patient. Rep reported surgical delay of less than 30 seconds.

Manufacturer narrative:
The reported event that drill bit ø2.0mm x 122mm ao fitting for 2.7mm screw was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Note; ¿rep confirmed event, stated no additional information is available to us.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.